Manufacturer narrative:
Bci cts (customer technical support) directed customer to verify sample probe fitting and cc sample syringe assembly were tight. The customer stated that cc sample probe vacuum line on the collar wash was not vacuuming liquid properly. A field service engineer (fse) was dispatched and performed service on the instrument. Fse replaced cc syringe 3-way valve and tubing to transducer and probe. Fse verified instrument per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a puddle of liquid on top of the reaction wheel cover of the unicel dxc 600 pro synchron clinical system below cartridge chemistry (cc) sample probe. No injury was reported.